Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that device was at elective replacement indicator (eri) and had possible premature battery depletion. A review of the device performance data indicated that the eri was due to increased battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.